Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: display is fully functional; clear & legible. Unable to duplicate to complaint of blank screen. Rust/corrosion in battery compartment - leak test failed due to battery compartment leak. Battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Opened pump; no further evidence of moisture internally. Display flex is fully seated in closed connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
.